Manufacturer narrative:
No button error alarm noted. Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 365mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.